Manufacturer narrative:
(B)(4). Other: another identifier has been added to the suspect medical devise field. Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. Evaluation: other (B)(4) were selected as no method, results or conclusions can be made at this time. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Upon further review, the investigation unit has evaluated this customer complaint and determined it is not associated with remedial action reporting number, therefore, is unassigned. This is the final report.

Event description:
The customer stated the architect i2000sr generated error code 1007 (unable to process test, activated read failure) and error code 1006 (unable to process test, background read failure) six to seven times a day. The customer also observed increased initial reactive rates for the hepatitis b surface antigen assay. After the customer changed the lot of reaction vessels (rv's), the issue was resolved. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Concomitant medical products and therapy dates: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.